Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: mdrf device code a0501 captures the reportable event of the material separation.

Event description:
It was reported to boston scientific corporation that an autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date, for the treatment of stones or stricture. During the procedure, when the spyscope was advanced down the autocap rx, the physician noticed that a broken piece of autocap was attached to the end of the spyscope inside the bile duct. Reportedly, the spyscope was removed, and the broken fragment was retrieved. Then the spyscope was reinserted. There was no patient complication as a result of this event.